Event description:
It was reported that bd insyte autog bc wing leaked beyond the septum. The following information was provided by the initial reporter: would not retain blood.unfortunately, the only information I have is what is noted on the document I sent. I can tell you there we no injuries reported for any of these defective returns.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
The complaint that the insyte autoguard bc device would not retain blood could not be confirmed from the representative 20ga insyte autoguard bc units that were received in sealed packaging from lot 4222721. A leak test showed that the blood escape time was within specification. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.